Manufacturer narrative:
Continuation of d10: product ID d-evolutfx-2329 (lot: 0013259446); product type: 0195-heart valves; implant date: n/a ; explant date: n/a select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter aortic valve implant procedure, while loading the valve, one of the valve leaflets was noted to be protruding "outside the large window of the evolut." It was decided to continue the procedure with use of said valve. The delivery catheter system (dcs) was then inserted into the patient and advanced to the aortic annulus. Once at the aortic annulus, the valve was deployed to the point of no recapture (ponr). At this point in the procedure, the patient's blood pressure decreased and did not recover. It was then suspected that the valve was not "functioning properly." Subsequently, the attending physician decided to remove the valve and utilize a new valve to complete the procedure. After removal from the patient's body, the valve was externally deployed, which lead to the discovery of "deformation marks" on the leaflet that was previously identified as protruding out from the window of the evolut. The new valve was then reloaded with the use of a new compression loading system (cls) and dcs. The second valve was then deployed to the ponr, during which the patient continued to experience hypotension; however, the patient's hemody namics' eventually stabilized, and the valve was fully deployed.